Manufacturer narrative:
Concomitant medical products: logic femoral ps cem right sz 4 (cat# 02-010-01-0340); logic tibia ps mod insrt sz 4 9mm (cat# 02-012-35-4009); lgc tibial fit tray cem sz 4f / 4t (cat# 02-012-45-4040); three peg patella 38mm (cat# 200-02-38). The evaluation noted that revision reported was likely the result of prosthesis wear, which may have been due to the alignment between the femoral and tibial components, third body wear, and/or patient-related factors. However, this cannot be confirmed as the device was not returned for evaluation and x-ray images were not provided. The most probable root cause associated with the reported event of "prosthesis wear" is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.

Event description:
As reported by the exactech knee replacement study, approximately eight years post tka, the (B)(6) male patient experienced inflammation. An arthroscopic synovial biopsy of right knee was completed. Findings were polyethylene wear without evidence of osteolysis and arthroscopic synovial biopsy of right knee. The patient has a history of osteoarthritis and is diabetic. The event is possibly related to the device and related to the procedure. Device will not return due to study policy.